Event description:
It was reported during testing that the device had ripped and bubbled downstream occlusion seal. There was no patient involvement/ no adverse event reported. This malfunction would likely to cause interruption of therapy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.